Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device was discarded.

Event description:
It was reported that, during a primary procedure on a left femur, the 180 drill broke going through the distal hole of the alpha gt nail. Procedure was completed successfully with no adverse consequences or surgical delay reported.